Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 770001b2 corin w autodrive, sfc, EU. During a shoulder surgery on an anesthetized patient, the operating table became unresponsive to the remote control due to a power failure. Despite plugging the or table into the mains, the table remained inoperative. Emergency procedures were followed to remove and replace the table. The surgery resumed after a 10 minute delay, which did not occur during a critical step of the procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to reposition the patient caused by the operating table's power failure, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 770001b2 corin w autodrive, sfc, EU. During a shoulder surgery on an anesthetized patient, the operating table became unresponsive to the remote control due to a power failure. Despite plugging the or table into the mains, the table remained inoperative. Emergency procedures were followed to remove and replace the table. The surgery resumed after a 10 minute delay, which did not occur during a critical step of the procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to reposition the patient caused by the operating table's power failure, was to reoccur. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. As the operating table malfunctioned, it was considered that the getinge device failed to meet its specifications. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. A root cause evaluation was conducted and revealed that, under certain conditions, the corin operating table (770001xy) may become unresponsive to all commands. In such cases, it is impossible to initiate any movement of the table using either the universal remote control or the override panel. The manufacturer has initiated the CAPA: 2025-013 and related fsca (field safety corrective action). Software updates are initiated to address the described issue and improve the system robustness and stability. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, no function of the operating table, neither with override, was caused by the design of the device. The correction of h6 medical device ¿ problem code field deems required. This is based on the internal evaluation and the additional information that has been received. Previous h6 medical device ¿ problem code: electrical /electronic property problem/power problem/complete loss of power/4015, activation, positioning or separation problem/positioning problem / positioning failure/1158 corrected h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem / positioning failure/1158.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).